Manufacturer narrative:
(B)(4). Specific occurrence date unknown, however, occurred in the previous month ((B)(6) 2013). The device was manufactured between 07/29/2013 - 08/01/2013. The device was not returned therefore, a device analysis cannot be completed. A review of all batch record documents was performed for lot number gd895078 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced a minicap missing the iodine sponge. There were no issues noted with the packaging. The missing sponge was noted prior to use and the minicap was discarded prior to use. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.